Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the pacemaker exhibited noise oversensing. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.